Manufacturer narrative:
H.6. Investigation summary: a lot number could not be connected to the device identified in the complaint, and a device history review could not be conducted. Additionally, a sample has not been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had a safety mechanism failure. This occurred on 3 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no: 383323, batch no: unknown. It was reported that when the needle is removed it pulls out the stopper and needle, and does not go into the safety. Comments: we have recently had 3 experiences with 3 different boxes of bd saf-t-intima needles. When the needle is removed it pulls out the stopper with the needle and the sharp part of the needle is exposed and does not go into the safety.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had a safety mechanism failure. This occurred on 3 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no: 383323, batch no: unknown. It was reported that when the needle is removed it pulls out the stopper and needle, and does not go into the safety. Comments: we have recently had 3 experiences with 3 different boxes of bd saf-t-intima needles. When the needle is removed it pulls out the stopper with the needle and the sharp part of the needle is exposed and does not go into the safety.